Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation nor any repair center. Therefore, the manufacturer's investigation/evaluation was exclusively performed on the basis of the provided information. The customer reported that the error message e433 did not reoccur. This error message is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during preparation for an unspecified procedure, the esg-400 hf-generator issued error code e433. The intended procedure was successfully completed using a similar device without significant delay and there was no report about an adverse event or patient injury.